Event description:
Customer reported that the alarm is not sounding when the sensor is plugged or unplugged from the alarm. Batteries have been replaced with a new supply. Customer reported there is no physician damage to the alarm. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue. Alarm does not sound when sensor is plugged into alarm and weight is removed from the sensor or when sensor is detached from alarm. Alarm also does not sound when using the magnet. Nurse call function works as it should. Note: instructions for use state: the posey sitter elite is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).